Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent high glucose after multiple same-day supply changes and noted air bubbles during cartridge filling, leading to healthcare provider-directed disconnection from the ilet system and transition to injections while awaiting further training. Symptoms included prolonged hyperglycemia with device alerts for high glucose. Outcomes included no hospitalization, no professional medical intervention beyond provider guidance, and no immediate health effects such as loss of consciousness or dka. Investigation included troubleshooting and education with follow-up outreach. Investigation of this case revealed an unclear cause of hyperglycemia with suspected infusion or cartridge fill issues, but no confirmed device or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.